Event description:
The customer reported that the insulin pump alarmed motor error during prime. A displacement test was performed and failed. The device did not flash the numbers when priming, instead it displayed an alarm. It was stated that the customer has treated her glucose level with manual injection. No blood glucose reading was reported and further info was not provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.